Event description:
It was reported that the patient presented in the emergency room for unrelated issue. Upon interrogation, the pulse generator exhibited battery longevity diagnostics anomaly. On (B)(6) 2017, the device was explanted and replaced. The patient was in stable condition during and post procedure.